Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received. This device was manufactured approximately 10 years ago.

Event description:
A consumer reported that her thermometer had allegedly given false negative readings on her infant for several days, and this may have caused a delay in medical attention. The device allegedly gave a reading that was 3.5°f lower than what was measured at their pediatrician. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.